Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm when the pump was in suspend mode. The customer's blood glucose reading was 437mg/dl at the time of incident and 181mg/dl at the time of the call. Troubleshooting found that the customer suspended the pump last night before taking a shower and forgot to take the pump off of the suspend feature. Customer declined high blood glucose troubleshooting as they knew the reason why it was high. No further details provided.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump suspend alarm functioned properly and no anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.